Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encountered the issues, troubleshot the problems to the front end board and solenoid driver board. Note, there was visible no fluid damage to any of the board. The fse replaced the front end board and that corrected the bp zero problem. Then the solenoid driver board was replaced and that corrected the system failure. The fse then restarted the iabp multiple times without any further failures. Full pm was completed with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared. (B)(6).

Event description:
It was reported that during a semi-annual preventive maintenance (pm) performed by a getinge field service engineer (fse) on the cs300 intra-aortic balloon pump (iabp), it was found that the blood pressure (bp) could not be zeroed, the base line was too high. Also upon turning on the iabp it would go into a high pitch continuous alarm and would display a system failure in upper left of the lcd. This issue is intermittent. There was no patient involvement, and no adverse event reported.